Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, the physician successfully preloaded the guidewire into the intrahepatic bile duct, then used a balloon to dilate the stricture. The physician then proceeded to advance the wallstent biliary stent w/unistep plus into the bile duct; however, there was an angle in the hilar bile duct and the wallstent biliary stent w/unistep plus could not cross the stricture after several attempts. The physician completed the procedure with a nasal biliary. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) other (difficulty crossing lesion). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009((B)(6) old male, weight unknown). According to the complainant, the physician successfully preloaded the guidewire into the intrahepatic bile duct, then used a balloon to dilate the stricture. The physician then proceeded to advance the wallstent biliary stent w/unistep plus into the bile duct; however, there was an angle in the hilar bile duct and the wallstent biliary stent w/unistep plus could not cross the stricture after several attempts. The physician completed the procedure with a nasal biliary. There were no patient complications reported as a result of this event. The patient's condition at time the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the stent was fully mounted. The shaft was kinked distal to the mounted stent and at 24 mm and 408 mm distal to the t-bar connector. It was also noted that the distal end of the shaft was curved. No other issues were noted with the returned device. A labeling review identified that the device was used per the directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. There have been no other similar complaints reported for this particular batch. This investigation will be assigned the most probable root cause classification of operational context. (B)(4).